Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer claims that the base frame is broken at a weld where the seat frame mounts to the base.